Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices by depuy material science confirms the initial report of disassociation. No evidence of material or manufacturing defects was observed for any of the devices returned. Review of provided medical records and patient x-rays did not identify a depuy product problem. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Review of liner device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Part and lot for the cup and date of implant have been received.

Event description:
Update (B)(6) 2015 - medical records received. After review of the medical records for MDR reportability, a clinic visit note ((B)(6) 2014) indicated squeaking. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2015.

Event description:
Patient was revised to address disassociation. It was also noted the 4 tabs had been worn off of the liner.

Manufacturer narrative:
Patient was revised to address disassociation and loosening of the liner from the cup. It was also noted the majority of the tabs had been worn off of the liner. Wear found on the acetabular cup damage confirms the femoral head was eccentrically loading the device. The referenced liner was not returned for examination. A search of the complaints databases finds no other reports against the reported product/lot code combinations. Review of device history records for the acetabular liner finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. After review of the medical records for MDR reportability, the revision operative note indicated disassociation of the liner and cup. Some metallosis was also noted in the soft tissues, but this can be attributed to the disassociation. Only the liner and femoral head were revised. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Patient was revised to address disassociation. It was also noted the 4 tabs had been worn off of the liner. **update received 7/14/14. Part and lot for the cup and date of implant have been received. *complaint was updated on 7/25/14 doi: (B)(6) 2014 - dor: (B)(6) 2014 (liner); dor: (B)(6) 2014 (cup) (right hip). The devices associated with this report were not returned. A review of the device history records for the 507382 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.